Event description:
It was reported that the neptune rover sprayed fluid waste in the operating room following a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The field service technician found that there was obstruction of the waste coupler. The tech cleared the waste coupler and returned the unit to service.